Manufacturer narrative:
The customer indicated that one of the reagent probes was leaking. The field service engineer (fse) found the sample probe to be extremely bent and was rubbing the inside sidewall of the reaction cells. He then straightened the probe and performed adjustments on all 3 probes. The fse was not able to replace the probe, as the customer did not have any in stock. He increased the gear pump pressure and increased the water dispense volume on the rinse mechanism. He replaced one of the reagent probes because he found reagent splatters around the rinse station. He verified the instrument's performance by operational and mechanical checks with acceptable results. The last calibration performed on 06-jan-2022 did not indicate an issue. The qc was within the customer¿s indicated range of 2 sd. There was no indication for a performance issue of the reagent. The provided pre-analytical data indicated that the centrifuge time may be too short and the speed may be too low per tube manufacturer¿s recommended guidelines. The alarm trace did not indicate an issue. After service, no further issues were reported by the customer. The investigation determined the service actions (straightening and adjusting all of the 3 probes, increasing the gear pump pressure and replacing the reagent probe) resolved the issue.

Event description:
The initial reporter received a questionable gluc3 glucose hk gen.3 result for one patient sample tested on a cobas 6000 c 501 module. The initial result was reported outside of the laboratory and was questioned by the emergency room (ER) medical staff. The sample was rerun on their other c 501. The repeat result was deemed correct. The initial result from the module at 10:12 was 53 mg/dl. The repeat result from the other module was 484 mg/dl. The reagent lot number is 57494401 with an expiration date of 31-dec-2022.